Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump was not responding and sticking. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states sometimes the arrow buttons respond and sometimes they did not. Customer states the intermittent problem, not stuck all the time, not one arrow all of the time. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.